Manufacturer narrative:
A pump, two cylinders, and a reservoir were received for evaluation. Because quality's examination of the returned components may not conclusively confirm or disprove the report of infection, quality did not perform a microscopic examination. Based on the information provided quality accepts the physician's observations of such as the reason for surgical intervention. The review of the device lot history records by quality assurance indicates this lot passed sterility testing prior to being released. Based on this knowledge, quality concludes that the device was sterile prior to the device packaging being opened and that the infection originated from source(s) other than the device. See attached letter from FDA dated 06/23 indicating FDA has determined coloplast no longer qualifies for participation in the asr exemption #e2006011 program. Effective immediately, we are required to electronically submit individual adverse event reports for these product codes.

Event description:
According to the available information, infection was reported.